Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the device was explanted due to a cholesteatoma in the implanted ear. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.